Event description:
It was reported that an ilet displayed a glucose of 103 mg/dl while a contemporaneous fingerstick measured 86 mg/dl after the user had treated a prior low of 67 mg/dl with juice, and the user manually entered the fingerstick into the ilet and continued monitoring; the medical device problem and device component were not defined due to insufficient information. Symptoms included hypoglycemia without reported clinical effects at the time of the call. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.